Manufacturer narrative:
Citation: kim k, et al. Successful transcatheter aortic valve implantation in a patient after an apico-aortic conduit for severe aor tic stenosis complicated by haemolytic anaemia: a case report. Eur heart j case rep. 2020 nov 12;4(6):1-6. Doi: 10.1093/ehjcr/ytaa410. Online publish-ahead-of-print 12 november 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6)-year-old male patient who previously underwent apico-aortic conduit implantation using a 21 mm medtronic freestyle bioprosthesis (unique device identifier number not provided) and a 20 mm vascular graft combined with coronary artery bypass grafting. Two years later, the patient developed acute decompensated heart failure requiring intubation and mechanical ventilation. Echocardiography and cardiac magnetic resonance imaging exhibited severe stenosis at the anastomosis of left ventricle and the conduit. The patient was discharged in stable condition, and the authors decided to provide conservative management. Four years later, the patient developed severe hemolytic anemia requiring frequent blood transfusions in addition to the onset of shortness of breath and fatigue on exertion. A left heart and apico-aortic conduit catheterization revealed severe stenosis (peak-to-peak pressure gradient of 83 mmhg) at the anastomosis of left ventricle and the conduit. The authors stated the stenosis at the anastomosis of the left ventricle and the conduit may have caused a turbulent flow and shear stress which led to mechanical hemolysis. Approximately one year later, a balloon aortic valvuloplasty was successfully performed via multiple inflations of a 22 mm inoue balloon (from 16 to 20.5 mm). Four months later, trans-subclavian transcatheter aortic valve implantation (tavi) was performed with a 29 mm medtronic corevalve (unique device identifier number not provided). Following post-dilation with a 22 mm balloon, mild paravalvular leak was noted. After the tavi procedure, electrocardiogram showed second-degree mobitz type I atrioventricular block. No treatment was reported. Three years later, the patient remained clinically stable without the recurrence of hemolytic anemia. No additional adverse patient effects or product performance issues were reported.